Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powered on normally to the verify screen. There was no evidence of dimming or discoloration on the display screen. There was no visible moisture in the display lens or cartridge compartment. The pump successfully passed a leak test; there were no defects found during investigation of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen had become blank after exposure to moisture while swimming. The reporter confirmed no power loss occurred. Although no structural damage was reported, the reporter identified moisture ingress in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.